Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure with a 2-wire guide, the wire that was placed on the product got entangled with another wire, causing a loss of image. The catheter was pulled out along with the guidewire as one unit. The procedure was then completed with a different device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the imaging window twisted an entangled with 2 guide wires. The rotator and imaging core assembly was not pulled out from hub due to the condition in which the device returned. The impedance test showed an electrical open at proximal wave form 140-150 cm from the distal housing. The reported issue of guidewire entanglement and image lost was confirmed.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure with a 2-wire guide, the wire that was placed on the product got entangled with another wire, causing a loss of image. The catheter was pulled out along with the guidewire as one unit. The procedure was then completed with a different device. There were no patient complications.